Event description:
The operator placed a previously opened signal reagent pack on the analyzer. This resulted in depletion of signal reagent, which caused the analyzer to produce a series of results based on low light signal. Results were not reported, so pt treatment was not administered or withheld because of results produced. This condition could cause false negative creatinin kinase myocardial bands or beta-human chronic gonadotrophin results. The operator's manual states: "do not place previously opened signal reagent packs on the signal reagent carousel". Human error was determined to be the cause of this event.